Event description:
The customer reported the ventilator went vent inop and alarmed. The customer reported the ventilator was not in use at the time of the reported problem, therefore, there was no pt involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician verified the reported problem was due to a flow sensor failure. The service technician replaced the exhalation flow sensor to correct the problem extended self testing (est) and performance verfication testing was performed and all tests passed per operating specifications.

Manufacturer narrative:
Exhalation flow sensor.